Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 heating wire of the jaws started to come apart during branch transection. They said it worked fine for about 5 minutes before coming apart. They did not mention anything falling off into patient. They were able to use another kit to finish the case and no patient harm was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: the device was returned to the factory for evaluation on 05/25/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and charred material was observed on the heater wire. The heater wire was observed to be completely flexed and bent away from the hot from the base of the hot jaw with detachment at the tip of the hot jaw. The gray silicone insulation was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot #3000235656 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.